Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. It was noted that the pump battery life did not meet the expectations of the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 09/16/2014 with the following: a review of the pump¿s black box history showed that multiple replace battery alarms were recorded. The battery compartment was intact; no damage was observed. The returned battery cap threads we found to be damaged. The returned battery cap was able to be fully secured to the pump despite the thread damage. During testing, the pump emitted a replace battery alarm on each ¿rewind¿ step attempt. The pump¿s idle and sleep current draws were found to be within the required specifications. The load and rewind current draws were not able to be measured due to the pump emitting the replace battery alarm. The pump case was removed and no evidence of moisture or loose components was observed inside the pump. An unidentified intermittent printed circuit board defect was observed. Unrelated to the complaint, evaluation revealed that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.